Manufacturer narrative:
The anesthesia control board was replaced to fix the reported issue. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, the bellow was jammed and was impossible to ventilate. There was no reported patient involvement.